Event description:
Pt was undergoing myocardial perfusion imaging utilizing the gamma camera. An equipment error occurred, which decommissioned all motor controls. This resulted in an unexpected rising of the scanning table toward the gamma camera detector, pinning the pt between the camera and the table. Technologists were unsuccessful at restarting movement in the detector gantry. The pt was pulled from under the camera. The machine was reset and a second attempt to image the pt resulted in the same equipment error. The pt was again pulled from under the camera. The pt reported mild chest discomfort. The camera has been shut down.